Event description:
It was reported that "distal flow limited on angio following manta deployment." The patient was reported as fine post the procedure. Additional information has been requested from the account.

Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2301557 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. A 92-year-old female patient presented in the or for a tavr procedure. Following the tavr, an 18f manta device was deployed for closure and a post-deployment angio indicated limited flow distally. Balloon inflation was applied, flow was restored, and patient outcome post-procedure was fine. There is believed to be no device failure. The device was successfully implanted. The root cause of the minimal flow was most likely caused by a dissection flap at the closure site. Dissections are a common large bore procedural complication; therefore, it cannot be determined if a dissection occurred prior to or during the manta deployment. The cause of the dissection is inconclusive. The following adverse events associated to the deployment of vascular closure devices have been identified in the manta instructions for use (IFU): ischemia of the leg or stenosis of the femoral artery and/or local trauma to the femoral or iliac artery wall, such as dissection. The severity of harm is ranked as a 4 due to ballooning used in treating the stenosis. There appears to be no product quality issue with respect to manufacturing, documentation, or labeling. The der process will continue to monitor and investigate any similar events. UDI was updated to (B)(4) to include the full UDI.

Event description:
It was reported that "distal flow limited on angio following manta deployment." The patient was reported as fine post the procedure. Additional information has been requested from the account.

Manufacturer narrative:
(B)(4).